Manufacturer narrative:
No device malfunction was alleged and the device remains in-situ so the complaint could not be confirmed. Review of the reported event noted the patient was readmitted sixteen days after the procedure where multiple pulmonary embolisms were found in the right lung requiring medical intervention. Pulmonary embolisms are a well known complication of surgical procedure s and not directly related to the nuvasive device and considered the result of patient related factors and general surgical trauma. No additional investigation is required. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformance's with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "potential adverse events and complications potential adverse effects resulting from use of the cohere cervical interbody fusion device include, but are not limited to, the following hematoma or thrombosis." "Warnings, cautions and precautions: the cohere cervical interbody fusion device should be used only by those physicians who have been trained in the appropriate, specialized procedures. Knowledge of appropriate surgical techniques, instrumentation, proper selection and placement of implants and postoperative patient care and management are essential to a successful outcome." "Patient selection information the surgeon is responsible for patient selection. The surgeon is responsible for understanding the appropriate indications and contraindications associated with the device and selecting the surgical procedures and techniques determined to be the best for each individual patient. Each surgeon must evaluate the appropriateness of the device and the procedure used to implant the device based on his/her own training experience." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at" 9402598-en f-01/2021.

Event description:
The event was identified during a review of the cervical interbody pmcf study, the report identified that on (B)(6) 2024 a patient underwent a two level anterior cervical discectomy fusion procedure at c4/5 and c5/6 without a reported issue. On (B)(6) 2024, the patient was admitted multiple pulmonary embolisms in right lobes of lung. He was treated with heparin then converted to eliquis and discharged three days later.